Event description:
Physician was performing cataract extraction with iol implant. Beginning to inject the provisc into the eye. A fiber 6-8 mm in length was extruded from the syringe into the operative eye. All visible whitish fiber was aspirated from the eye.